Manufacturer narrative:
Continued a.6: race: brown. A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and capsular contracture are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture, baker grade iii, seroma-late.

Event description:
Patient reported, ¿pain, weight sensation, swollen, grade ii, contracture¿. Healthcare professional, later reported, "left side with lobulations associated with peri-implant liquid" and "mastalgia to the left". As reported, via ultrasound. Healthcare professional, then reported, "capsular contracture, grade iii". This record is for the left side. Device remains implanted.